Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that shock impedance was out of range (> 150 ohms). After many checks and follow-ups it was decided to add a new right ventricular lead. The lead under complaint was capped.